Event description:
The customer reported that during use of this console, the device gave off a burning smell and smoke was observed coming from the device. There was no report of serious injury or surgical delay related to this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this console for evaluation and confirmed the reported problem. An investigation found the line filter shorted internally and the circuit breaker tripped. Further investigation found this device was manufactured in 1994, and last date of service unknown. A review of product history for the past 2 years found two similar reports, both without injury. An investigation of these reported events also found a shorted circuit. Conmed linvatec will continue to monitor this device for failures. This device ceased being marketed in 2004. The user reported that this device was on loan to their facility. Attempts to obtain additional information on this event were unsuccessful.